Event description:
Per the clinic, the patient never had effective auditory perception with the device, leading to device non-use. An x-ray (date not reported) indicated extracochlear electrode placement.the device was explanted (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed september 26, 2012.

Manufacturer narrative:
(B)(4)